Event description:
Patient was walking with the rollator when the bolt attaching the locking hinge to the frame came loose and the unit broke collapsed as a result. The patient fell and sustained a broken hip.